Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 273 mg/dl, 151 mg/dl, and 504 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter also alleged that within 10 minutes of the last results of 151 mg/dl and 504 mg/dl, another test result of 229 mg/dl was obtained. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. It was stated that prior to testing, the reporter took his normal insulin medication of 50 units of novolog. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.